Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that matrixmand reco-pl straig 20ho t2.5 ti was broken into 2 separate piece, and both pieces were returned. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition matrixmand reco-pl straig 20ho t2.5 ti in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the matrixmand reco-pl straig 20ho t2.5 ti. While no definitive root cause could be determined, it is probable that the matrixmand reco-pl straig 20ho t2.5 ti was broken due to the application of unintended forces during plate bending. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 04.503.738s. Lot # 6l92404. Manufacturing site: selzach. Release to warehouse date: 05 may2020. Expiration date: 01 may2030. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.503.738. Non-sterile lot # 48p0285. Manufacturing site: selzach. Release to warehouse date: 17 mar2020. Supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an ablation procedure on the mandibular edge treating mandibular gum cancer on (B)(6) 2021. The surgeon tried to bend the plate; the plate broke. The procedure was completed with a replacement plate without further issues or surgical delay. This report is for plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.